Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that they could not turn on the cycler. There was no power outage or outlet issue; the power cord was securely plugged in. The pdrn tried three different outlets and still could not turn on the cycler. At that point in time, ts issued a replacement cycler to the clinic. There was no patient involvement. Upon follow up, the pdrn could not be reached for additional information regarding the reported event. Additional information has been requested, however to date has not been provided. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The display screen was dim. It was identified that the cause for the dim screen was an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. The functioning inverter board was removed from the front panel at the completion of the investigation. An internal visual inspection of the returned cycler encountered visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A mushroom head check was performed and passed. A simulated treatment pre-accelerated stress test 15 minute 1000 ml test was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.